Event description:
It was reported that during a da vinci-assisted surgical procedure the instrument wire on the tip of the fenestrated bipolar forceps instrument broke. On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during robotic surgery, instrument wire on the tip of the fenestrated bipolar broke.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.